Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) has a faulty on motor control pcb board. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Fse found electrical test fails code 50 detected in the error log, fault on motor control pcb board . Fse replaced the pcb, motor controller (0671-00-0004) . Functional checks and diagnostic tests. Repair completed by the fse. The device has passed all performance and safety tests according to the parent company's specifications. The device was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) blocks.